Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced inaccurate sensor readings due to leveling issues in the catheterization laboratory during implant. As a result, the patient underwent an echocardiogram on (B)(6) 2016 to have their sensor re-calibrated.